Event description:
It was reported that the patient underwent emergency surgery with lifecell device, on (B)(6) 2012. The device was placed as a bridge with no skin closure. The device kept moist, but on (B)(6) 2012, the device ruptured due to allegedly "weakening of device" and patient's continuous coughing. On (B)(6) 2012, the patient underwent a re-laparotomy procedure, pseudomonas infection was noted on bridged device. At the edges, the device was in place, well fixated and all sutures were intact. The device looked vascularized at the edges and overlap; the device was removed with difficulty. The patient underwent component separation with a larger piece of similar lifecell device, had vac placed, and is doing well

Manufacturer narrative:
Internal investigation included, as follows: review of the batch record for the complaint related lot s10935, with no remarkable findings; there were no deviations associated with the nature of this complaint. Sterilization dose was acceptable as per quarterly dose audit report. Query of lifecell complaint system, with no other complaints reported to lifecell against the lot s10935. The evaluation of the returned device concluded that the outer region of the graft material sutured with the patient's tissue was integrated well with the patient's own tissue. This region of the graft was uniform in thickness, anf there was no sign of tissue thinning or weakening. The returned graft material contained intact sutures, and no suture pull was observed in any one of these suture points. The middle region of the graft exhibited significant thinning in comparison with the outer region. The transition appeared to be gradual with no sign of prior graft dehydration in the ruptured area. The thinning or weakening of the middle region of the graft was not consistent with the yielding and/or stretching of the tissue graft under mechanical stress, because the middle ruptured region had not shown significant extension or bulging when flatten out. The thinning and weakening in the middle of the graft was most likely due to the accelerated proteolytic degradation. The returned device evaluation was consistent with the clinical evaluation based on internal investigation, the lot met all qc release criteria including mechanical testing. Conclusion code: patient's history of chronic fasciitis, long term steroid use and chronic cough are direct patient contributing factors to the event. The failure of the product appears to be disintegration rather than rupture that may be related to infectious exposure to pseudomonas and exposed device with potential lost of moisture. The combination of these factors, as well as a bridged repair and continuous coughing are direct contributing factors for this event.